Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. While unpacking a 2.50x16mm promus element¿ plus drug-eluting stent for use, it was noticed that the stent was improperly positioned in the balloon. The procedure was completed with another of the same device. No patient complications were reported.